Manufacturer narrative:
Upon the completed complaint investigation at the manufacturing facility (received on 10/04/2007) the following medical assessment was made: 2007- in this specific case we have received a retention sample, which means that a pt has not been exposed. Reason for not using the sample being probably the fact that the analyzer fragment was at the surface of the floseal in the syringe and was visible. Since the provenience if the fragment is the plunger, we assume the fragment is sterile. If the incident were to recur, and the particle would be extrudes unobserved into the surgical field the potential worst case scenario would be a foreign body reaction to the fragment, which in the majority of cases is not considered a serious injury. Md biosurgery. Ths is the first complaint of this nature reported for this lot. Two retention samples from this lot were randamly pulled to be evaluated. The visual inspection showed no black particles in the syringes. All components of the product are visually inspected for integrity and cleanliness. A sample inspection is also performed on the final kit boxes. The lot was released with no pending issues.

Event description:
There are black flakes in the syringe with the gelatin matrix. The product was not used on the pt. Additional information from final analysis report (of particle) from baxter technology resources: the report stated that the material in the floseal syringe is a fragment of an aluminum silicate filled epdm rubber. According to the manufacturing facility, the fragment of an aluminum silicate filled epdm rubber is consistent with the make up of the plunger tip material of the syringe.